Event description:
It was reported that, "patient pca stem fractured at the head/neck junction, and was replaced with a restoration modular stem."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information, has been requested and if received, will be provided on a supplemental report.